Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. In particular, the device was not operating in the safety backup mode. The battery status was found to be eri. The amount of charge taken from the battery was verified. The battery condition was as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The battery status was anticipated. The analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now as requested by FDA. Ous MDR - during a device exchange, this device appeared to be in back-up mode and failure to pace was observed. Although electrocautery was used during the procedure, the physician felt the back-up mode was a device failure. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. In particular, the device was not operating in the safety backup mode. The battery status was found to be eri. The amount of charge taken from the battery was verified. The battery condition was as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The battery status was anticipated. The analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem.

Event description:
Ous MDR - during a device exchange, this device appeared to be in back-up mode and failure to pace was observed. Although electrocautery was used during the procedure, the physician felt the back-up mode was a device failure. This is all of the available information at this time. Should additional information become available, this event will be updated.